Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
During testing prior to the case the probe froze all the way up the shaft. This failed safety test. Very little information provided.